Manufacturer narrative:
The unit of measure used for the troponin t assay is ng/l.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. It was asked, but it is not known if the erroneous initial results were reported outside of the laboratory. The repeat results were believed to be correct. No units of measure were provided for the troponin t test. The first sample initially resulted with a troponin t value of 8.15, which repeated as 132. The second sample initially resulted with a troponin t value of 8.07 on (B)(6) 2018, which repeated as 128 on (B)(6) 2018. No adverse events were alleged to have occurred with the patients. The troponin t reagent lot number was 305652. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
Pictures of the samples show a film on top of the samples that could interfere with sample pipetting. This observation is consistent with the erroneous results. Sample integrity is the customer's responsibility.

Manufacturer narrative:
The reagent expiration date was provided as 31-jul-2019. Calibration recovery was within expectations. Qc recovery was within the customer¿s expectations. A general reagent issue could be excluded. The alarm trace showed no alarms at the time of the event. The investigation is ongoing.